Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Upon further review and as per the gfe response received on 30jul2025, it was determined that the reported event involved battery and safety disk replacement on maintenance cycles and therefore the event is non-reportable to FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the battery and safety disk of cs300 intra aortic balloon pump (iabp) had to be replaced on maintenance cycles. No harm is reported.